Event description:
Subject: dexcom 7 cgm continuous of product to produce accurate data to insure diabetes health. Significant discrepancies between the cgm, reported glucose levels and actual glucose levels continue by fingerstick meters. Falsely high readings were particularly dangerous because they could prompt patients to take a dose of insulin they did not need, leading to were hypoglycemia. The g7 is factory calibrated and was frequently incorrect. Actual calibration was necessary at least twice a day to stay aligned. Signal loss and data gaps. Transmitters bad to stay close to the patient. Physical obstruction like sleeping on the device caused the transmitter to drop its connection. Leaving users without real time glucose tracking alarms. Transmitters faired prematurely dropping battery life or failing to pair with a new sensor. The g7 continuously did not remain active during the 10 day coverage period. Sometimes it stopping 3 days. Someday 5 days, sometimes right at the start, I had to replace 3 to 4 sensors at one time to get it correct. The product should be made to be accurate, dependable, and not cause skin irritation. I went back to using the g6 because it is more accurate. They are going to discontinue the g6 in (B)(6) 2026. Pt: 1912, 1840, 1943, 4577. Device: 1535, 2459, 2890, 2896, 3196, 2885, 1019, 3283. Ref: mw5189648, mw5189649, mw5189650. This report captures: dexcom 7 cgm # 4.